Event description:
It was reported that the home patient (hp) had received a system error 2240 (air in tubing) alarm during peritoneal dialysis (pd) therapy. This had occurred on the homechoice (hc), during dwell 5 of 5, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp with clearing the alarm, by cycling the power. The tsr instructed the hp to disconnect from the hc machine and discard the supplies. There was patient involvement, however there was no adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.